Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the gold band near rotation knob fell off instrument shaft and into the patient's body. Additional information indicates that the part was not broken. The band is able to slide on the shaft of the applier. The band was removed laparoscopically. No adverse effects from this issue.

Event description:
It was reported that the gold band near rotation knob fell off instrument shaft and into the patient's body. Additional information indicates that the part was not broken. The band is able to slide on the shaft of the applier. The band was removed laparoscopically. No adverse effects from this issue.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73d1900013 was manufactured on 04/01/2019 a total of (B)(4) pieces. Lot was released on 04/22/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the trigger partially engaged and the rotation tab bent. A double feed was protruding from the channel. The sample appears used as there is biological material present on the device. Reference file anp1900074060 for investigation photos. First, the double feed was removed, and the trigger cycle was completed. It was observed that one of the clips that was removed had a broken hook. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly as it shot out of the channel. Another attempt was made , and the following clip was also unable to load as the feeder was to the side of the clip. The sample was disassembled in order to inspect the internal components. The jaw spring was disengaged from the bottom jaw and was slightly bent. It was observed that both jaws were bent in the same direction. The pivot holes for the jaws in the channel were also deformed. The device was received with 5 clips remaining in the channel, indicating that the end user fired 10 clips. The bent rotation tab, double feed, clips with broken hooks, and clips misloading are indications that the clips were out of position and stacking on one another in the channel. However, it is unlikely that the clip stacking caused the damages to the jaws. The damages to the jaws prevented the clips from loading properly. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. After the jaws became bent, the jaw spring became slightly bent and disengaged from the bottom jaw. The device would be unable to load clips properly in this condition. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Reference file anp1900074060 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "device blocked/damaged" was confirmed based upon the sample received. The sample was returned with the rotation tab bent. A double feed was protruding from the channel. Upon functional inspection, the clips were unable to load properly. The sample was disassembled and both jaws were found bent in the same direction. The jaw spring was disengaged from the bottom jaw and was slightly bent. The pivot holes for the jaws in the channel were also deformed. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.